Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Patient experienced loss of hearing sensation 3 weeks prior to testing. No trauma reported. Re-implantation is considered.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
A device malfunction was suspected. The recipient experienced loss of hearing sensation 3 weeks prior to testing. No specific head trauma was reported. The user has been re-implanted on (B)(4) 2018.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
A device malfunction was suspected. The recipient experienced loss of hearing sensation 3 weeks prior to testing. No specific head trauma was reported. Re-implantation is considered but no date has been scheduled yet.